Manufacturer narrative:
Beckman coulter inc. Service was not dispatched to the site as the customer resolved the issue via routine troubleshooting. The cause of this leak was due to the sticking wash buffer valve assembly.

Event description:
A customer reported that they observed a wash buffer leak coming from the wash buffer cap assembly associated with an access 2 immunoassay system. The cap assembly valve was 'stuck'. The customer was able to free it, after which, the valve performed as expected. No patient results were involved in this event. There was no modification to patient treatment associated with this event. Personnel interfacing with the instrument were wearing personal protective equipment and no personnel sought medical attention in conjunction with this event. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was an exposure control plan in place at the facility.